Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #26 was removed due to stuck fixture mount and sinus perforation. Struggled to remove the fixture mount which was stuck in the implant cause sinus perforation.

Manufacturer narrative:
Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed; the implant was received disengaged from the mount. During a functional test the mount and implant engaged and disengaged as intended. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1293766. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1293766 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: does not disengage/release and dental: medical: perforated sinus.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was inadequate treatment planning/customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported disengagement issue was not confirmed. However, the perforated sinus event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.